Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented with a blank screen after being left on a charging pad, and the user and trainer did not have a charging pad on hand during training to attempt recovery or power-up. Symptoms included no patient symptoms. Outcomes included no impact to the patient and no medical intervention. Investigation included customer interview and use review. Investigation of this case revealed that the device was unpowered with suspected battery depletion. It was concluded that the device function could not be verified at the time of the call and user education on charging and follow-up was provided.